Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to atrial arrhythmia in progress. It was noted there were stored episodes that show atrial undersensing during an atrial arrhythmia with inappropriate atrial pacing, at programmed sensitivity automatic gain control (agc) 0.6mv (millivolts). The battery longevity is normal and the other lead measurements are satisfactory. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.